Event description:
The customer reported that the insulin alarmed motor error. The caller stated that the device was not exposed to an MRI. Troubleshooting was performed. Assisted the customer to run the manual prime test, but the insulin pump alarmed an error. Advised the caller revert to back up plan. The blood glucose reading was 266mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump had missing end cap sticker.